Event description:
Additional information was received that the oversensing was due to myopotentials.

Event description:
Additional information was received that the device was reprogrammed to resolve this event.

Event description:
It was reported that, noise resulting in oversensing and oversensing of myopotentials were observed on the device. Technical support was contacted and recommended reprogramming. No intervention has been performed. The patient was stable.